Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) had bends approximately 23.0, 29.0, 48.0, 81.0 and 107.0 cm from the hub. The device was fractured approximately 132.0 cm from the hub. The distal fractured segment was not returned for evaluation. Conclusions: evaluation of the returned ace68 confirmed a fractured distal tip. If the device is forcefully retracted against resistance, damage such as a fracture may occur. It was reported that physician reshaped the distal end of the ace68 with a heat gun for approximately 30 seconds and observed a discoloration within the distal tip of the ace68 prior to use. This likely contributed to the fracture during removal from the non-penumbra catheter¿s rotating hemostasis valve (rhv). The distal fractured segment, rhv and non-penumbra catheter were not returned for evaluation; therefore, they could not be assessed for contributing cause. Assignable cause is the excessive heating of the ace68 with the heat gun which caused it to turn white. Further evaluation revealed bends along the length of the ace68. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). After the procedure had been successfully completed, upon withdrawal of the ace68, the physician found that the tip of the ace68 had broken off inside the rotating hemostasis valve (rhv) of a non-penumbra catheter. It was reported that an unidentified foreign object was found on a computed tomography (CT) scan that was performed on the patient three days post-procedure. It was reported that the foreign object could be a part of the ace68 tip; however, the foreign object remains unidentified. It should also be noted that the physician reshaped the end of the ace68 with a "heat gun" for 30 seconds and observed the inside curve of the ace68 turned white. The patient has not had any symptoms due to the foreign object and there was no report of an adverse effect to the patient.